Event description:
It was reported to covidien that a customer had a problem with the vistec sponge. The customer states that the vistec is shredding during surgery inside the patient. The doctor did irrigate the wound so as not to leave any fibers behind.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.